Manufacturer narrative:
Please note that the device is a cypher stent but the catalog and lot numbers are not available and the exact implant date is not available. Concomitant medical products: (3.0x12mm taxus liberté paclitaxel-eluting coronary stent system, boston scientific), imaging catheter (atlantis sr pro2, boston scientific), guiding catheter (5fr). (B)(6). Six months after implantation of a cypher stent, the patient is reported to have expired due to a myocardial infarction. An angiogram done also revealed a possible cypher stent fracture; though this could not be confirmed. The event involved a (B)(6) male patient who underwent successful implantation of a cypher stent in his proximal left anterior descending artery (lad). Approximately six months after the index procedure, the patient underwent an angiogram that revealed a 90% stenosis with near-circumferential heavy calcification of the left main trunk. The target lesion was treated with pre-dilation followed by the implantation of a 3 x12mm non-cordis drug-eluting stent and post-dilation. Post-procedural imaging revealed inadequate expansion of the cypher stent. The physician then attempted to remove this portion of the stent but was unsuccessful when the imaging catheter got ¿stuck at the distal side of the stent¿. It then appears that difficulty was experienced with the removal of the imaging catheter and the guiding catheter. These attempts were unsuccessful with a portion of the imaging catheter retained within the patient. In addition, angiogram appeared to reveal that part of the cypher stent was floating; though the physician reported that this could not be confirmed with the imaging catheter. He/she noted that this seems to have occurred as a result of the imaging catheter. During these maneuvers, the patient¿s condition is reported to have changed suddenly and he was noted to have a complete blockage of his left main trunk. In addition, the patient developed elevated st segments and a heart rate of 50bmpm. He was transferred to another facility for the initiation of an intra-aortic balloon pump, coronary artery bypass grafting (aorta to lad and aorta to circumflex) and the removal of the retained catheter. The patient¿s recovery was complicated and he is reported to have expired four days after his surgery. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the instructions for use (IFU) great care must be exercised when crossing a newly deployed stent with an intravascular ultrasound (ivus) catheter, a coronary guidewire or balloon catheter to avoid disrupting the stent placement, apposition, geometry, and/or coating. Cases of fracture have been reported in clinical use of the cypher stent; most reports of stent fracture document that the stent was implanted in lesions beyond the approved indications for use. In addition, stent placement should only be performed at hospitals where emergency coronary artery bypass graft surgery can be readily performed. Based on the information available for review, there are procedural factors (use of ivus near stent) that may have contributed to the reported event. Without a lot number to conduct a device history record review, it is not possible to determine if the reported event was related to the manufacturing process. Therefore no corrective actions will be taken at this time.

Event description:
Six months after placement of a cypher stent in the proximal lad and approximately two weeks after placement of a taxus liberte stent, the patient expired due to a cardiac infarction. The physician also indicated that an image showed that a part of the cypher stent was floating but it could not be confirmed. Percutaneous coronary intervention (pci) was performed to a lesion in the proximal left anterior descending and a stent (cypher) was placed in the proximal left anterior descending artery. Six months later, pci was performed for 90% stenosis with near-circumferential heavy calcification of the left main trunk. Pre-dilation was performed at the lesion. A 3.0x12mm taxus liberte paclitaxel-eluting coronary stent system, boston scientific stent) was placed and post-dilation was performed at 12atmosphers (atm) for 30 sec. Imaging was performed with a imaging catheter (atlantis sr pro2, boston scientific) for checking the location of the stent by ivus but there was resistance felt a little during the crossing the lesion. It was confirmed there was inextension at the stent during the imaging. After that the physician tried to remove it from the patient's body. However the imaging catheter got stuck at the distal side of the stent. The imaging core of the imaging catheter (atlantis sr pro2, boston scientific) was removed and connecting structure between male and female rua was cut. An imaging catheter (atlantis sr pro2, boston scientific) was attempted to remove with guiding catheter (5fr) but the guiding catheter could not be cross so it was impossible to remove it. At the time the patient's condition had changed suddenly and moved to another hospital for pcps and coronary artery bypass graft surgery. The patient had lmt of complete blockage and was moved to another hospital. St was increased and beats per minute was 50. A imaging catheter (atlantis sr pro2, boston scientific) was cut at lmt by aortotomy. CABG was performed for left anterior descending artery and left circumflex for the arota. Follow-up under pcps inserting but the patient was not recovered. 4 days later, the patient expired due to cardiac infarct. The physician commented that when image was checked, there was part the cypher was floated but it could not be confirmed the imaging catheter (atlantis sr pro2, boston scientific) was floated. So it seems it got stuck with cypher. It absolutely could not be removed and the patient had to move to another hospital. It was necessary to done the troubleshooting on ahead and if there was joint survey or inspection it could be removed it. "Regarding the physician's comment, it got in 2009, the year the event occurred. It is not sure which the stent was used 'tasks liberty' or 'cypher'. The implanted stents are lmt with a taxus on (B)(6) 2009 and lad#6 at cypher on (B)(6) 2009. It was unknown which stent was referring to. The cypher stent appeared to be not fully inflated at the lesion. The stent was like floating in the vessel. The patient's admitting diagnosis for each intervention was unknown. It is unknown if the proximal lad site was pre-dilated prior to stent placement. The stent to vessel sizing as well as it there was good wall apposition of the stent are unknown. It is also unknown if the stent was post dilated. It was not indicated if there was disease distal to the stent. It is also unknown if ivus was used after initial placement of the stent. It is also unknown if and how much heparin/angiomax were administered during the procedure. It is also unknown if acts were monitored during the procedure and what was the act results. The post-procedure regimen of antiplatelet therapy as well as if the patient was compliant with the antiplatelet therapy is unknown.